Manufacturer narrative:
G.9: this report originally filed as 1644019-2024-00064. A sample was not received at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that phaco tip was blocked and which led to temporal main wound burn during surgery. The procedure type was unknown. The phaco tip was replaced and still blocked, which resulted in a superior wound burn. The event outcome was unknown at the time of reporting. Additional information requested and received that the temporal main/superior wound burn required sutures. This report pertains to phacoemulsification tip involved in this reported event.